Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient did not charge for a week and a half due to increased charging time. The patient then started to charge and noticed the por message. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/spinal pain. It was reported that the manufacturer's representative (rep) met with the patient to clear a power-on-reset (por) message. The rep stated the issue was resolved and por was cleared; stimulation is back on. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the increased charging time was attributed to expected battery fade. Explained to the patient that the battery fades approximately 30% from implant to eri/eos.